Event description:
This case was initially received via regulatory authority (B)(6) on 21-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("painful menstrual periods every 3 weeks"), malaise ("malaise"), dyspareunia ("pains during sexual intercourse"), libido decreased ("libido decrease"), depression ("bout of depression"), tinnitus ("tinnitus") and visual impairment ("vision decrease"). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, fatigue, dysmenorrhoea, malaise, dyspareunia, libido decreased, depression, tinnitus and visual impairment outcome was unknown. The reporter provided no causality assessment for depression, dysmenorrhoea, dyspareunia, fatigue, libido decreased, malaise, medical device removal, tinnitus and visual impairment with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2018 for the following meddra preferred term: medical device removal ¿ analysis in the global safety database revealed 790 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.